Event description:
The customer reported via phone call that they had a blood glucose of 400 mg/dl. The customer stated they would treat their blood glucose. The customer later called to report their blood glucose was over 500 mg/dl. Customer stated they experienced a headache from their high blood glucose. The customer's blood glucose will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.